Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm performing the service/test replaced the fiber optic connector then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a repair performed by a getinge service territory manager (stm), the fiber optic connector on the cardiosave intra-aortic balloon pump (iabp) was found to be broken. There was no patient involvement and no adverse event was reported.